Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's (italy) lead implanted at the t5 vertebral level exhibited low impedance readings and the patient was unable to feel therapy utilizing said lead. Surgical intervention was undertaken and intraoperative testing of the lead also showed low impedance readings. The physician attempted to explant the lead, but was unable to do so (reference MFR report: 1627487-2018-01920) the physician elected to leave the lead in situ and implanted a new lead at the same vertebral level. Reportedly, effective therapy was restored.